Event description:
A 76 year-old-male underwent a coronary artery bypass graft surgery that required an intra-aortic balloon pump (iabp) due to cardiogenic shock. A getinge iabp was inserted into the right femoral artery. A type b aortic dissection was confirmed intraoperatively. The patient experienced refractory hypotension and rising lactate postoperatively. The patient returned to the operating room for venoarterial extracorporeal membrane oxygenation (va-ECMO) cannulation. Despite support on va-ECMO, inotropes, and vasopressor with continuous veno-venous hemodialysis the patient continued to have refractory shock. The patient's family opted for comfort care. The va-ECMO was discontinued and the patient passed away on (B)(6) 2024.